Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was as broken pump. It was stated that the battery door was broken and the section where it twists closed was cracked. He tried taping it but it will not stay securely closed. They advised him to keep the batteries out and clamp tubing. They had difficulty closing clamps, so it remained opened. They confirmed drug was 5fu. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
While performing a review of the file, it was discovered that the file was inadvertently assessed as reportable. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-05894 is no longer considered reportable, please disregard any reports associated with it.